Event description:
A customer reported that their freestyle flash blood glucose monitor did not work properly and ordered replacement product. While waiting for their new meter to arrive, the customer was not monitoring their glucose, and reported feeling dizzy, that they could barely walk, and as if they were going to lose consciousness. Her friend drove her to a local hospital, where she was diagnosed with hyperglycemia and was treated for 2 days with insulin, potassium, and sodium to stabilize glucose levels. It is to be noted that the customer stated that she had been applying the test sample to the test strip improperly, and this may have been the cause as to why her original meter was not functioning properly. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.